Manufacturer narrative:
According to the provided medical records, the pt was treated for infection one month post implant. Although infection is a known adverse event listed in the IFU, there is no indication that the xenmatrix mesh led to the reported event. The warning section of the IFU states "if an infection develops, treat the infection aggressively." Currently, it is unk whether the device may have caused or contributed to the event. No product has been returned. No conclusion can be drawn at this time. Refer to MDR 1213643-2010-00340 for the composix kugel mesh implanted on (B)(4) 2004.

Event description:
On (B)(6) 2004 - ventral herniorrhaphy with placement of composix kugel mesh. On (B)(6) 2009 - exploratory laparotomy with drainage of intra-abdominal abscesses, right colectomy, limited small bowel resection, removal of infected mesh, ventral hernia repair using xenmatrix mesh. On (B)(6) 2010 - incision and drainage of infected seroma, placement of wound vac. On (B)(6) 2010 - exploratory laparotomy, removal of previously placed xenmatrix mesh, small bowel resection with primary anastomosis. No mesh used to repair hernia defect.